Event description:
Device 1 of 2. Ref MFR report: 1627487-213-15480. The pt has 2 leads (from the same lot number) implanted as part of his occipital (off-label) scs system. It was reported the pt experiences heating around the ipg site, along the lead and up into his shoulder. The pt indicates the heating occurs all of the time. Pt was to meet with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.